Event description:
Facility reported a scratch on the intraocular lens when opened. Iol was not used on patient. Additional information is being sought.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. There are no similar reports in this lot. Additional info requested on 12/1/06 and 12/10/06 by mail.